Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a follow-up in clinic, there were episodes of pacemaker mediated tachycardia (pmt) noted with some right ventricular (rv) undersensing on the rv lead. The device was reprogrammed to address the pmts, and the sensitivity will be reprogrammed to avoid further undersensing at the next follow-up appointment. The patient was stable with no consequences.